Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, it was reported that the patient experienced inaccurate cgm value. Per documentation, the patient reported being rushed to the emergency room at around 2200 before christmas 2023. The patient reported getting an egv of 400 mg/dl, so the tandem pump started pumping insulin. The patient checked with bgm and it was 28 mg/dl. The patient experienced seizures and passed out. A friend called an ambulance who brought the patient to the emergency room. The paramedics revived the patient and according to the patient, he almost died. Paramedics also removed his sensor and tandem pump. The patient was treated in the ed with gvoke hypopen and carbohydrates. After 6 hours, the patient's symptoms reportedly subsided. The bg after treatment was 150 mg/dl in the hospital. The patient was discharged at 0800 the following morning. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.